Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable sodium results for 1 patient sample on cobas 4000 c (311) module. The initial result was 130 mmol/l and the repeated result was 127 mmol/l. The sample was sent to another laboratory and the result was 141 mmol/l using an unknown method. The result of 141 mmol/l was believed to be correct. The results were not reported outside of the laboratory. The electrode lot number was requested but not provided.

Manufacturer narrative:
Calibration recovery was not provided by the customer. Qc recovery was not provided by the customer. Pre-analytical information was not provided by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.